Event description:
Customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result of 131mg/dl with a critical rerun of 100mg/dl generated by the unicel dxc 800 pro synchron chemistry analyzer. The sample was run on a different instrument with results of 208 and 209mg/dl. The sample was placed back on the original instrument, with results of 211 and 213 mg/dl. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run every 8 hours and was within the lab's established ranges prior to the event. A field service engineer (fse) was on-site and replaced the glu module and mc sample probe. No further issues have been reported on this instrument to date.